Event description:
It was reported that an alarm was heard and confirmed by telemetry. Telemetry confirmed a critical alarm occurred due to a motor stall. The pump was alarming once an hour. The logs showed intermittent motor stalls and motor stall recoveries starting from (B)(6) 2015 to latest stall on (B)(6) 2015 with no recovery since. The patient¿s back pain had worsened over the prior week. The patient had no swelling and no other symptoms. No MRI or emi (electromagnetic interference) could be identified, the patient only had x-rays. The pump used to infuse clonidine and bupivacaine.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient's pump and catheter were explained on tuesday, (B)(6) 2015. The patient decided they did not want the device implanted any longer. The patient's previously reported back surgery was performed in (B)(6) and the patient has not had any back pain. The patient was doing ok from explant, a little sore and has some itching due to the tape that was used. The patient contacted their health care professional regarding this and lives in assisted living and they have been helping her.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j10864r22, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Additional information received reported the pump motor stall recovered. It was unknown what caused the motor stall. No troubleshooting, interventions or other actions were taken to mitigate of resolve the event. The pump was still in place at the time of report. At the time of report the patient was still doing the same since it was the same pump still in the patient. It was noted that the patient had no increase of pain mentioned to the health care provider. There were plans on replacing the pump once the patient was discharged from the hospital. Per logs provided, multiple motor stalls and motor stall recoveries occurred. A stopped pump period may exceed tube set message occurred. Logs provided show the earliest motor stall occurred on (B)(6) 2014. The last motor stall occurred on (B)(6) 2014, which was followed by a stopped pump period may exceed tube set message 48 hours later. The repeated motor stalls were logged between (B)(6) 2014 and (B)(6) 2014. The shortest motor stall lasted 14 hours 45 minutes, and the last motor stall did not record a recovery and was last examined on (B)(6) 2015. It was later reported that the pump quit working as of (B)(6) 2014. It was determined on (B)(6) 2015, that the pump had quit working. The patient was scheduled for a pump replacement the following tuesday, (B)(6) 2015, but the patient was considering an explant only and not a replacement. At the time of report the patient was on oral medication. The patient kept hearing an alarm, but did not know what the noise was, and it was a friend of the patient's that determined it was the patient's alarm. The pump was alarming for a couple of weeks prior to the (B)(6) 2015 appointment. The patient reported not really having any symptoms related to withdrawal or a return of symptoms. It was noted that the patient doesn't experience back pain anymore following a back surgery 2 years prior that was unrelated to the device.